Event description:
An olbert dialator was placed in the lower part of the ureter and under direct vision and with fluoroscopy, the balloon was inflated to capacity with the mechanical syringe injector. After inflation of the balloon the pressure was released and it was felt that the balloon had ruptured. Inspection of the ureter at this point revealed edema around the oriface with a ruptured olbert balloon. This was removed. The guidewire was removed with the dilator. At this point, it was impossible to find the definite orifice and several attempts to reinsert the guidewire and other catheters were unsuccessful . After an extensive search the lower ureter was identified and a #4 spiral tip was placed up to the kidney, a #6 affixed to a #16 foley catheter. The stone was never definitely recovered.l the two catheter was then removedf and a guidewire was passed up the ureter. After the guide wire was placed properly in the kidney, the other filiform was removed. A stone basket was passed up the left ureter. Under direct vision, the stone was grasped, removedf qand recovered. An open tip catheter ws then placed up to the kidney. Dye was inserted slowly. The kidney appeared to be normal. There was still minimal extravasation in the lower ureter. A double j was then passed and placed up the left ureter and placed in proper position and will be left in place for four to six wereksdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.

Event description:
Unknowndevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.